Manufacturer narrative:
H6: investigation summary: no photos of the reported sample or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter disconnection and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: venflon punctured, in good luck it was immediately right. However, the transparent tube was loose from the venflon, so it shot out when flushing the venflon and blood slowly dripped from the part that was still in situ. Hose was thus loose from the rest of the venflon... This is why venflon had to be removed.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter disconnection and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: venflon punctured, in good luck it was immediately right. However, the transparent tube was loose from the venflon, so it shot out when flushing the venflon and blood slowly dripped from the part that was still in situ. Hose was thus loose from the rest of the venflon... This is why venflon had to be removed.